Event description:
Received information regarding a cartridge alarm 9. Reportedly, the contact did not know if the alarm occurred during basal delivery or the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.